Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The october 2017 angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured / migrated." No adverse trend was identified. The returned device had the catheter tubing attached to the port at the 26cm mark; the distal tip end of the catheter tubing was at 0cm mark. The catheter tubing was cut at the 25cm mark (just outside the outlet tube) and at the 18.8cm mark. The catheter tubing was fractured at the 19.8cm mark, which is 5.2cm from the distal end of the port outlet tube. The blue boot was detached from the port and returned loose in the plastic container. The fracture at the 19.8cm mark was jagged and had appearance of being a flex failure, potentially due to "pinch-off syndrome" given the fracture's location from the port housing. This may also be flex failure at the location of the tubing exiting the tunnel and entering the vessel. No manufacturing non-conformances regarding the port or catheter tubing was observed. The catheter tubing ID and od were measured and found to be within specification. The hospital's reported complaint description is confirmed for catheter tubing fracture at the 19.8cm mark. The jagged appearance of the fracture indicates it was likely a flexural fatigue failure. The rest of the catheter was found to be normal in appearance, cut in 2 places and measured within dimensional specification. Based on the location of the fracture from the port body and the fracture appearance, the likely root cause of the failure is "flex failure" from either pinch-off, or as it exits the tunnel into the vessel. The issues of flex failure as well as pinch-off syndrome are cautioned in the directions for use which is provided with the device. Angiodynamics manufacturing process controls for the port/catheter assembly include air leak testing, catheter tensile force testing and measurements of the tubing ID and od. (B)(4).

Event description:
As reported, patient came in to hospital for CT scan and the port was accessed by the IV team. During the scan, they noticed contrast leaking from the port, during injection into soft tissue: upon explant, "the catheter was noted to be ruptured within the soft tissues above the clavicle. Patient was hospitalized <23 hours for procedural port placement and recovery. Initial port had been placed on (B)(6) 2017. The used device was returned to angiodynamics for evaluation.